Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and atrophy. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).